Event description:
This lead was implanted on (B)(6) 2004. A call to technical services on 11/2/2011 states that the lead was noted to have out of range pacing impedances, noise and loss of capture at generator change-out with new can #1. Can #1 abandoned. With can #2 same issue, however, with appropriate technique this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).